Event description:
Post implantation, 38 days later, the pt underwent a tee procedure during which a thrombus formation was noted on the left atrial disc of the device. Pt is positive for cardiolipin antibody and was on a coumadin regiment.